Event description:
It was reported that the pump was associated to the patient's electronic medication administration record (mar) order and started the infusion of ferric gluconate complex 250mg/250ml at the ordered rate of 83.3ml/hr to be infused over a three hour period. The pump alarmed after 55 minutes of infusion. Upon assessment by the rn, it was noted that the entire bag of medication had infused over about 55 minutes instead of the ordered 3 hours. The pump was double checked by 2 nurses and found to be appropriately programmed per the orders. There was patient involvement but the information on patient impact is not known.

Manufacturer narrative:
It was determined through investigation of the returned devices that the initially reported suspect device with serial number #(B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report. Omit: a1402 - excess flow or over-infusion (1311), b21 - type of investigation not yet determined,c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: medical device serial,returned to manufacturer on,device manufacture date. Additional information: other relevant history, device eval by manufacturer?,imdrf a,g,b,c,d codes & manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the pump was associated to the patient's mar and order and started at ordered rate of 83.3 ml/hour to be infused over a three hour period. Pump alarmed after 55 minutes of infusion. Upon rn assessment the entire bag of iron had infused over about 55 mins instead of the ordered 3 hours. Pump was double check by two rns, (B)(6) and was found to be appropriately programed per the orders. The association on the intake and output tab matched the ordered rate. The pump channel and tubing were removed from service. There was patient involvement but the information on patient impact is not known.